Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that air filter slide clamp was broken. It is unknown if there was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one used list #142730490, plum 150 ml burette set connect to one used bifuse extension set w/ spiros and piercing pin for inspection. Received one photo of the air filter with side clamp separated from the top of the burrette. As received, the tubing with the air filter and side clamp was separated from the top of the burette but was not returned with the set. Under uv light there was insufficient solvent coverage inside the port where the tube was inserted. The lot history was reviewed and no nonconformities were identified that may have contributed dot the reported complaint. The complaint of separation can be confirmed. The probable cause due to insufficient solvent applied during manual assembly of manufacturing. Additional information can be found in b5. D9 - date returned to mfg: 03sep2025.

Event description:
The following information was received on 07-jul-2025, stating that the step and patient involvement were unknown, but there was no patient harm.